Manufacturer narrative:
The device was not returned for analysis. Nevro had made several attempts to obtain additional details regarding the reported issue. However, they were not available at the time of this report. There were no reports of further complications. The patient had recovered without sequelae. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient was hospitalized and the device was explanted. The patient was treated with wound vac and administered antibiotics. The patient was discharged. The exact cause of the issue is unknown. There was no further report of complication.

Manufacturer narrative:
Follow-up report indicated that the patient had acquired an infection. The patient was treated with wound vac and administered antibiotics. Subsequently, the patient had wound vac removed and is no longer on antibiotics. The patient is recovering and there is no report of further complication.